Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a procedure performed on an unknown date. According to the complainant, during the procedure, the tip of the basket failed to separate, the basket did not break away from the captured impacted stone in the common bile duct. A spyglass ds and electrohydraulic lithotripsy (ehl) was then used to crush the stone and remove the basket from the patient. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.